Manufacturer narrative:
Age at time of event: (B)(6) or older.   Device is a combination product.  (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.75 x 28 synergy¿ drug-eluting stent was advanced but failed to pass through the port section of the guideliner. After several attempts, the device was retrieved outside the patient's body and the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.